Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was implanted on (B)(6) 2017. Following implant, the valve was adjusted ¿repeatedly,¿ but the effectiveness of the valve was not obvious. The valve was replaced in (B)(6) 2018. The patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. The valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.